Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that this is because of the time change made by the user. This is expected behavior. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. After thorough investigation , we observed in the reports that user has updated the pump to future time causing the data to be ambigious for current date range. The root cause of the issue is because of the time change made by user in pump. The reported event is confirmed however its expected behavior. To assist with the resolution , provided the below feedback to helpline support team. User did time change to 2034 on (B)(6) 2026 and corrected the time on same day. Due to time change the data became ambiguous and reports would show blank. I do see that user has the correct date and time set now , so reports starting (B)(6) 2026 should be showing data. User needs to manually select the desired date for report generation request user to exclude (B)(6) from report generation range. Since the uploads made during these days has time change event, reports would be showing blank. For (B)(6) generate reports in 2 parts report 1: including date until (B)(6), report 2: starting date from (B)(6). Helpline did not confirm whether the provided recommendation resolved the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced minimed mobile application sending data with wrong date in carelink reports even though date was corrected in pump. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-7333.